Event description:
The customer reported via phone call that the insulin pump alarmed button error after the device had been dropped in the toilet. The customer stated that he was in the hospital due to kidney and liver failure. The customer did not know the blood glucose reading. He did not observe any visible moisture in the insulin pump. He noted that he could not clear the button error alarm. He also reported that the insulin pump alarmed motor error, for which he declined troubleshoot assistance. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The customer was advised to replace the insulin pump and agreed to return the device for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.